Event description:
Patient was revised to address infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update 11/08/2011: litigation papers received. Examination of the reported devices was not possible as they were not returned to depuy. A review of device history records and sterilization certificates by depuy international found no anomalies. It is unlikely the devices contributed to the infection based on the length of time of implantation before the reported revision. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation.) Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.